Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was concerned with the anatomical location of the implanted right ventricular (rv) lead, so an echocardiogram was performed in the morning one day post-implant. The echocardiogram confirmed that the rv lead had been implanted in the left ventricle. It was noted that there had been placement difficulty due to the patient's anatomy. The lead was repositioned in the right ventricle and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.